Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 142 mg/dl. Customer had already changed infusion sets, batteries, sites, ran self test with no resolution. Customer was advised that insulin pump would need to be resolved. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.